Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl, and he was treated with manual injections. The customer stated that he woke up vomiting and having headaches. Troubleshooting was declined as customer has been traveling and did not have the insulin pump at the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.